Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture. Chest x-ray was performed and further revealed that the lv had dislodged. The lv lead was explanted and replaced. Patient condition was stable.